Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of tibial tray at the cement to implant interface. Surgeon revised the tibia tray to a mbt revision ps rp insert. Unknown cement manufacturer. Doi:unknown dor: (B)(6) 2018 right knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.